Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18oct2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse stated that the touchscreen was unresponsive to touch. The fse replaced the touchscreen to address the reported issue. The fse performed all required performance verification tests and the unit passed. The unit was returned to service.

Event description:
The customer reported that the touchscreen "was bad" at the top left corner. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31dec2018. Date received by manufacturer: 28dec2018. Failure analysis conducted by philips on this returned touch screen showed that the customer complaint of ¿touchscreen failure¿ was confirmed. The touch screen was out of specification.